Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v584076, implanted: (B)(6) 2010, product type: lead.

Event description:
It was reported that a patient was not using a device and it was unknown if stimulation was on or off. The patient didn¿t know how to turn stimulation off. A catheter was going to be put in on (B)(6) 2014. No symptoms, product problems, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.